Event description:
A customer reported that the coulter act diff hematology analyzer generated erroneously low white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb), and platelet (plt) results for four (4) patients. The instrument generated flags on some parameters for two (2) of the patients. The results were reported out of the laboratory and two (2) of the patients were sent to a reference laboratory for hemoglobin tests. Repeat hemoglobin (hgb) tests were performed for all four (4) patients on an alternate instrument as well and the results were considered correct by the customer. Corrected reports were issued for all four patients. There was no report of death, injury or change to patient treatment in connection to this event. Beckman coulter field service engineer (fse) stated that the rbc and wbc baths had very irregular mixing bubbles pattern, and noted that low amount of mixing bubbles entering both wbc and rbc baths caused the patient samples to be incorrectly mixed during analysis. The fse replaced manifold which contained solenoids 1 through 5 and replaced pressure choke to resolve the irregular mixing bubble issue. Service activity performed was verified per established procedures and the results met the published performance specifications.